Event description:
Boston scientific received information that the patient called stating that this left ventricular (lv) lead was loose. Additional information received indicates that the lv lead had dislodged into the coronary sinus. The lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.